Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy jejunal (peg/ j)tube placement. On (B)(6) 2016, an endoscopy was performed. It was reported that probably due to the clip which was put when placing the jejunal (j) tube, the tube migrated to the jejunum and provoked a jejunal ulcer. It was decided to remove the j tube to promote healing of the ulcer. Additional information indicated that the patient developed a bezoar. The duopa therapy was continued through the gastric route (peg tube).